Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose levels at the time of the incident were 409 mg/dl, 473 mg/dl, 465 mg/dl and 491 mg/dl which were treated with bolus using the insulin pump. Customer stated that they had contacted their healthcare professional regarding the high blood glucose. Customer had been using¿insulin¿pump¿system within¿48¿hours of reported high blood glucose event. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode was not active at the time of incident.